Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer's blood glucose level. Technical support provided complete pump reset information, but the customer was unable to reset the pump immediately due to a lack of charging supplies. The customer planned to reset the pump later that day.